Event description:
Dealer reported to sunrise medical that on (B)(6) 2013, the end user fell from his wheelchair. Dealer reported that the end user alleged that the seat belt broke and caused him to fall forward out of his chair. Dealer said that the end user fell face first to the ground and suffered fractures to his face. The dealer made note to sunrise medical that she was not sure if the seat belt was provided by sunrise since it didn't originally ship with the chair. Dealer also made note that there was nothing wrong with the chair. Add'l info on this incident can't be obtained due to legal involvement.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are not being returned to (B)(4). We will make every effort to complete an investigation through either obtaining pictures or video of the chair involved, or by performing an investigation on a chair of equivalent construction. If and when more info can be obtained from that investigation, a follow up report will be filed.